Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. It was unknown if the tubing involved in the event was removed; no return sample was received. Therefore, a return sample evaluation is unable to be performed. Abbvie has chosen to report the intestinal inflammation and infection. An intussusception was not confirmed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On unknown dates, the patient experienced abdominal pain and an unspecified intestinal infection and was hospitalized from (B)(6) 2020 through (B)(6) 2020. The intestinal infection was treated with cephalexin 500 mg. Oral antibiotic. On (B)(6) 2020, the patient was readmitted to the hospital due to no improvement with the intestinal infection. On (B)(6) 2020, the physician reported that investigations suggested inflammation of the proximal small bowel, due to a possible intussusception of the small intestine around the j-tube. The patient had been treated conservatively with antibiotics. The type of investigations performed was not specified in the physician's report. The intussusception was not confirmed, and it was unknown if the j-tube was removed.